Manufacturer narrative:
The hillrom technician found the brakes not holding on the foot side of the bed and they needed to be replaced. Per the hillrom service manual it is necessary for the excel care® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the casters annually for cuts and wear. Repair or replace as necessary. Set the brakes. Make sure the bed does not move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in july 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both foot casters on the bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).